Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because it was no longer working and the pump was not operating as expected. During the procedure there was no apparent fluid loss. No patient complications were reported.